Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the foot plate was not closing. The device was difficult to remove but after multiple attempts of lifting and lowering the lever, the foot eventually went down and the device was removed. The same issue occurred with a second prostyle device. Resistance during removal of the devices created the arteriotomy a bit larger; however, the arteriotomy was then intentionally made larger for the tavr procedure. The sutures of the same two prostyle devices remained successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavr procedure was completed. Hemostasis was achieved with the same pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effects and treatment appears to be related to the circumstances of the procedure. The patient effects of vascular tissue injury and minor injury/ illness / impairment are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.